Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #484d30. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Additional information was requested, and the following was obtained: when the suturing and resecting were completed, no blood was confirmed to spurt out, and the device was activated normally. During the lymph node dissection immediately afterwards, the v1-3 vascular stump was unintentionally pressed (rubbed) with the suction tube, so it was spurted out from the vascular ecke part. The amount of bleeding was 200 ml (total). No blood transfusion performed. During a hybrid-vats, the bleeding site was directly below the small incision, so it could be directly pressed, and the hemostasis could be performed, and no conversion of the procedure. No problems after surgery. It was unclear what had happened in the surgery, but the doctor himself concluded that the event occurred because the suction tube was being used to hold down. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 484d30, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a right upper lobectomy, the doctor said that there was something wrong with the staples and the doctor asked to investigate echelon 7. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025 b3: unknown d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device.=>bleeding occurred from the staple line. The bleeding was stopped by clamping the site and suturing with 5-0 prolene and there was no adverse consequence. Was the firing sequence started but not completed?=>no if yes: did the device deliver any staples?=>na if yes, were the staples formed properly?=>na if yes, was the staple line complete?=>na did the device cut?=>yes if yes, was the cut line complete?=>yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>no was there any difficulty opening the device?=>no if yes, how was the device removed from the patient?=>na if yes, did the jaws eventually open?=>na - in a case of right upper lobe lung cancer, blood spurted out from around the head ecke when v1-3 was resected with echelon 7, so the stump was clamped, 5-0 prolene was applied to the area and repair, it was managed to get by. No problems have occurred in this area during or after surgery. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.